Manufacturer narrative:
Device evaluation completed (B)(4) 2012: the pump was returned and was evaluated by product analysis with the following findings: the during a "load" attempt, the unit was unable to detect the cartridge giving a "no cartridge detected "warning: unable to verify steps to adequately investigate reported "call service alarm issue" the pump was opened and disassembled. Removed force sensor from motor assembly, contamination found on the force sensor plate force sensor plate resistance reading out of specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for product analysis investigation and the evaluation revealed the unit was unable to detect the cartridge and contamination was revealed on the force sensor plate. This report is made based on the results of an investigation completed on (B)(6) 2012.